Event description:
It was reported that the patient presented to the hospital for a follow-up. Upon interrogation, it was noted that there was a premature decline in the battery life of the implantable cardioverter defibrillator (ICD). The ICD was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Field complaint of premature battery depletion was not confirmed. The device was received from the field operating at eol level. Analysis of the device image indicated device was programmed to high field settings. The results of all electrical test performed, including battery assessment did not find any anomaly, voltage is at end of life(eol) level. Longevity assessment was performed, device has met the projected longevity and is considered normal battery depletion.